Event description:
Patient contacted dexcom technical support on (B)(6)2014 to claim no audio output on (B)(6)2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. Receiver data was downloaded and found no hardware errors related to the complaint. Device failed functional testing. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.